Event description:
It was reported that during a da vinci-assisted ileostomy takedown and lysis of adhesions surgical procedure, an instrument went through part of the bowel. The surgeon indicated that he does not believe the issue was with the robot. The surgeon explained that he was moving the camera while the physician's assistant (pa) was inserting an instrument during an instrument exchange and that he should have done a better job directing the pa at the time. The instrument that injured the bowel was a fenestrated bipolar forceps instrument. The bowel injury was described as a small puncture and was repaired with sutures using the da vinci surgical system. An unspecified time later during the case, the procedure was reportedly converted to open surgery due to patient anatomy. The conversion to open surgery was unanticipated. The patient experienced a prolonged hospital stay of unknown duration due to the conversion. However, the patient did not experience any post-operative complications and is doing well.

Manufacturer narrative:
Section d10 concomitant products: the fenestrated bipolar instrument (part number 471205-17 lot number k15221128-0399) used in this procedure has been used in subsequent procedures. Based on the current information provided, the cause of the intra-operative complication cannot be determined although the surgeon indicated that he does not believe there was an issue with the robot. No products are being returned for this event. A system log review for this procedure was performed and no errors related to the reported event found. Note: refer to medwatch report (MDR) with patient identifier (B)(4) for MDR submission of the conversion to open surgery due to anatomy.